Manufacturer narrative:
The initial report was submitted on 27-mar-2024. The purpose of this follow up #2 report is to correct the model # and catalog # in section d4 in the initial report. Model # was corrected to mhus08 and catalog # was corrected to ca000400003. In addition, the follow up #1 report with device evaluation had a grammar error in h11 manufacturer narrative which is corrected below: "if any new information is received, we will reevaluate and submit a follow up report to document any changes."

Manufacturer narrative:
The returned mhus08 device was returned and evaluated. A visual inspection of the cutter tube noted that there was a rolled/broken edge. All other tests and inspections were found to be conforming. The rolled edge was found on the inner cutter and the edge was damaged irregularly. The probe drive gear needed more resistance to rotate when testing it manually, but the probe could pass the initialization process on the system test (capital+ holster +vacuum set). System biopsy tests were completed successfully with the returned mhus08 device. The site issue could not be reproduced in the laboratory. Based on the available information, this event did not occur as a result of device malfunction and we were unable to determine a root cause for this complaint. A possible root cause for damage to inner cutter is hard tissue cutting which is related to the patient anatomy. If any new information is received, we will reevaluate and submit a follow up report to document any changes.

Manufacturer narrative:
The initial report was submitted on 27-mar-2024. Follow up 2 report was submitted on 15-apr-2024. The purpose of this follow up report 3 is to correct the following cells in the initial report: b1 should only have the adverse event box checked and g1 contact office - manufacturing site had the incorrect state abbreviation listed. The following is corrected for follow up 2 report: d4 catalog # and d4 model #.

Manufacturer narrative:
The mammotome revolve dual vacuum assisted biopsy system is intended to obtain tissue samples from the breast or axillary nodes for diagnostic analysis of breast abnormalities. According to the reporter, during the procedure there was inadequate tissue or no tissue (no error code) and cutter stall. The procedure was completed with another device. A second incision was needed to complete the procedure. No medical treatment. Repeated cut caused wound. The procedure time was lengthened for about 15 minutes. The device was returned on 18-mar-2024 and will be further evaluated for potential root causes.

Event description:
According to the reporter, during the procedure there was inadequate tissue or no tissue (no error code) and cutter stall. The procedure was completed with another device. A second incision was needed to complete the procedure. No medical treatment. Repeated cut caused wound. The procedure time was lengthened for about 15 minutes.